Event description:
It was reported by service report that the jack on the foot end would not pump up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - release rod.